Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The user reported that the pump does not power on. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no physical damage found to the battery compartment. The battery cap was found to be stripped and the pump would not power up appropriately. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact. A test cap was used for testing purposes. The pump was found to boot up to the verify screen with the appropriate alarms. There are no alarms noted related to the complaint in the pump's history. A review of the pump's history revealed that the last recorded alarm was a replace battery alarm noted on (B)(6) 2011; several rebooting was observed prior to a battery change and delivery started up again. The pump was exercised for 24hrs and no power issues were duplicated.